Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint on the autopulse nxt platform's (sn (B)(6)) compression depth was not confirmed during the functional testing. The nxt platform passed the preliminary functional test without faults or errors. The platform was tested using the mztf until the battery was completely discharged, with no faults or errors detected. The autopulse platform functioned correctly and performed as expected, and the complaint was not replicable during testing. The archive data review is ongoing, and a follow-up report will be submitted once the investigation is complete.

Event description:
The autopulse nxt platform (sn (B)(6)) was used to resuscitate a patient in cardiac arrest. The crew continued transporting the patient by air with the nxt platform, performing compressions. At the handover of care to the physician at the hospital, concerns were raised about whether the device was compressing the patient to an adequate depth. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Additional information in h6 (g, c and d codes) and h11 (additional manufacturer narrative) the archive data review indicated no significant discrepancies. Additionally, the final test results show that both the average compression depth and rate meet the acceptance criteria. Following service, the autopulse nxt platform passed the final tests without issues.